Event description:
Patient has been scheduled for valve-in-valve procedure.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted.

Manufacturer narrative:
Added information to b7.

Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve has evaluated for valve-in-valve procedure after an implant duration of 8 (eight) years due to stenosis. Patient presented with dyspnea. Doctors feel this was an early failure. Tavr was successfully performed with a 26mm sapien 3 ultra resilia transcatheter valve.

Manufacturer narrative:
Added information to b2, b5, h6. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
The most likely cause is patient factors.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 8 (eight) years due to unknown reasons. The valve-in-valve procedure has not been scheduled yet.